Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was initially deployed and partially recaptured. During redeployment, the device took an undesirable shape and a strange image was noted on the transesophageal echogram (tee). The device was fully recaptured and a pericardial effusion, cardiac tamponade and a perforation to the anterior aspect of the appendage occurred. At this time, the patient was stable and a 33mm closure device was prepped and successfully implanted. After release of the device, a pericardiocentesis was performed to remove approximately 600ccs of fluid. The physician then performed a planned patent foramen ovale (pfo) closure procedure. The procedure was successful. Patient is in good condition and was discharged home without further complications. Device remains in service.